Event description:
The reason for the call was the patient said they needed to find out what has been implanted and explanted. There were some discrepancies going on. The patient was supposed to have the stimulator and lead from the manufacturer removed on (B)(6) 2026, and have an axonics device implanted that was MRI safe. The current device that was implanted on the right side of the body was flipped sideways and causing a lot of pain. The issue started a couple weeks ago. They woke up and they had no idea what was implanted in them and that's why they wanted it taken out. At this point because of the pain and ongoing symptoms they want it all taken out of their body. Caller said there was an extra lead ordered during the last surgery and they have no idea where it came from. They never agreed and signed on a dotted line for anything besides the manufacturer's device to be removed and the new device to be implanted. They were saying they implanted two devices according to their health care provider but they won't even talk to them. They implanted one device and two wires. One wire was ordered on the side and they didn't know why. There was a very odd request put into their insurance for this extra lead to be ordered or placed, but the patient didn't get any of these prior authorizations until months after this surgery happened. All they know is they gave consent to open them up on one side and remove the old and replace with the new. When they woke up they were cut open on both sides, and they don't even know what is inside. They thinks it was the bladder mesh that was put in 2016 and the doctor decided to take that wire and swap it on up or reconnect it but put that battery back in a different side. They have a big incision scar where they said they taken it out but the implant says it's back on the patient's left side but there is nothing that they can feel but on their right hand side there is obviously in the same shape that their manufacturer's device was in right side sticking sideways out of their body. Agent told the patient they can do imaging to determine what kind of device it is. Transferred caller to device registration to update record. On (B)(6) 2026, the patient called back and repeated event details from call summary. The patient then stated that their doctor butchered them and the implant they installed recently will hopefully be taken out next week because they were in a tremendous amount of pain. The patient said they had all the information they needed, then disconnected the call. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).